Manufacturer narrative:
As the lead was not able to be returned, clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned during a routine non-boston scientific device replacement procedure. The pacing impedance measurement was greater than 3,000 ohms, and had been out-of-range shortly after implant. The lead was tested on the pacing system analyzer (psa), with normal measurements noted. The lead was capped and a new competitive ra lead was successfully implanted. No adverse patient effects were reported.